Manufacturer narrative:
The analysis was performed on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of the quality control release data for kit lot 258066 confirmed that the lot met all release criteria.

Event description:
The initial reporter alleged a false reactive elecsys hiv combi pt result from the cobas 6000 e-line analyzer. On (B)(6) 2018, the first sample had an initial result of 1.8 coi (reactive). No confirmatory testing was performed. On (B)(6) 2018, a second sample was tested using the same assay and analyzer, yielding a result of 1.8 coi (reactive). Confirmatory testing using an immunoblot assay was performed and yielded a non-reactive result. Based on these results, the customer concluded and communicated that the sample was undetermined for hiv. Additional testing conducted at another laboratory yielded a non-reactive result for hiv.